Manufacturer narrative:
Annex a code.

Event description:
It was reported that pump display was scratched and smudged under screen protector, which made screen difficult to see and affected ability to use pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed pump was under warranty, arranged shipment of replacement pump, instructed customer to place current pump in storage mode and return it with a prepaid label, and advised customer to re-enter pump settings, reconnect continuous glucose monitor, and select appropriate setup option on replacement pump.